Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified while the alleged battery issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.